Event description:
It was reported that the patient passed away due to sudep. An attending physician assessed that there is no believed relationship between the vns and the patient's death. The vns devices remain implanted. Device history record for the generator and lead were reviewed, and no unresolved nonconformance's were found. The devices passed all quality control measures prior to distribution. No additional relevant information has been received to date.